Manufacturer narrative:
Blockh6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e1008 captures the reportable event of diarrhea. Imdrf patient code e1007 captures the reportable event of constipation. Imdrf patient code e172001 captures the reportable event of abscess.

Event description:
It was reported that a patient who underwent a spaceoar vue placement procedure, experienced rectal pain, constipation, and later diarrhea following laxative use. The patient was admitted to the hospital, where a performed magnetic resonance imaging (MRI) showed that there was a complex fluid collection in the perirectal space with no extravasation or fistula. The patient's symptoms improved with levaquin and flagyl. The patient was later discharged.

Event description:
It was reported that a patient who underwent spaceoar vue placement procedure, experienced rectal pain, constipation that later converted in a diarrhea following a laxative use. The patient was admitted to hospital, a performed magnetic resonance imaging (MRI) showed that there was a complex fluid collection in the perirectal space with no extravasation or fistula. The patient's symptoms improved with levaquin and flagyl. The patient was later discharged.

Manufacturer narrative:
Blockh6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e1008 captures the reportable event of diarrhea. Imdrf patient code e1007 captures the reportable event of constipation. Imdrf patient code e172001 captures the reportable event of abscess.